Event description:
It was reported by the customer that a bd pyxis medstation es system failed drawer will not allow user to recover. During inspection, found drawer four failed and module board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of december 29, 2021, to february 06, 2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer replaced the controller board to resolve. Checked inspection and reseated row cables. The system functioned as intended: the inspection and troubleshooting conducted by the field service engineer (fse) identified that drawer 4 was non-functional. There were no leds on the module board. The fse tested the controller with a digital multimeter (dmm), replaced the module board, checked the inseps, and reseated the row cables. The system was then tested in the application to ensure proper functionality. Laboratory testing was conducted on the received pcba full height cubie pyxibus module controller (pmc) (p/n 151903-01). The returned pcba pmc was installed in a laboratory medstation es full height drawer. At power on it was observed that the pcba pmc leds were illuminated, however the drawer was not recognized under the hardware test application (hta). The pcba pmc was removed and tested with a digital multimeter (dmm, eq01767, cal due 05dec2025) to check for damaged components. Testing revealed that the board had a shorted diode (d300).

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer replaced the controller board to resolve. Checked inspection and reseated row cables. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system failed drawer will not allow user to recover. During inspection, found drawer four failed and module board. There were no adverse events or injuries reported based on this event.